Event description:
In 2000, patient underwent laparoscopic nissen fundoplication at reporting facility. Suspect medical device was used during the surgery. Surgery and post operative course were thought at that time to be without complications. On 02/07/07, reporting facility was notified by the surgeon, who performed the 2000 surgery that, a CT of the abdomen performed elsewhere in 2007, revealed the presence of a foreign object. The surgeon suspects the retained object is the radiopaque plastic slider from suspect medical device that is used to slide the knot down into position during a nissen fundoplication surgery. At the time of this report, it is unknown if patient will undergo surgery to have the foreign object removed.